Event description:
Pt receiving continuous infusion fluorouracil over 96 hrs via a hospira gemstar pump. On day 2 of the infusion, the pt reported the chemotherapy infusion was leaking fluid from the filter of the pump tubing set. The exact leak location is unk. The pt was educated on proper spill clean up procedures for clean up of a hazardous medication spill. The pt did not have direct skin exposure to the leak. No adverse events have been reported. Rx details: fluorouracil 6400 mg in 0.9% sodium chloride IV over 96 hrs via infusion pump. The order was compounded on (B)(6) 2013.